Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete. Customers and retailers have been informed.

Event description:
A customer reported that an error 3 message was displayed on their freestyle blood glucose monitor. The customer also observed the low battery and booklet icons. There was no report that any settings stored in the meter changed. The meter is exhibiting signs of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated wtih this event.